Event description:
Boston scientific received information from a competitor that this chronic transvenous right ventricular (rv) lead and competitive device were exhibiting noise, which led this pacemaker dependent patient to become symptomatic. Several non-sustained episodes were reported as a result of the noise.

Manufacturer narrative:
An attempt has been made to gather additional information about this event. Current records suggest that this device remains implanted and in service at this time. This event will be updated if any additional information becomes available.